Manufacturer narrative:
(B)(4).

Event description:
At a routine ICD interrogation high pacing threshold was noted. A chest x ray showed a slight change in lead placement. No action was taken. Should additional information become available this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(6) 2018 - we were notified this lead exhibited loss of capture. Biotronik has no information in regards to a revision.